Manufacturer narrative:
Insulin pump received with detached end cap, cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, missing end cap sticker, and scratched reservoir tube window. The drive support disk was inspected and no anomaly noted.

Event description:
It was reported that customer had physical damage of insulin pump. It was reported that the end cap detached during priming. Customer did not receive a compromised force sensor alarm. Customer's blood glucose was 305 mg/dl. Insulin pump would need to be replaced.